Event description:
Device #1 issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during balloon dilatation in a heavily calcified anterior tibial artery, the fox sv balloon ruptured at 18 atmospheres during the first inflation. The device was removed and a second fox sv balloon was also ruptured at 14 atmospheres during the first inflation. The device was removed from the anatomy. There was no breakage of the ruptured balloons. A third fox sv 2.0 x 120 was used to complete the procedure. There were no adverse pt effects reported. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The fox sv dilatation catheter (part 83969-02, lot# 631388) is being filed under a separate medwatch number. The device was received. Investigation is not complete.